Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. On (B)(6) 2024, the patient's therapy was temporarily tuned off to do a basal evaluation while they were hospitalized for hypoglycemic crisis. While trying to stabilize the glycemic levels, the physician decided to turn off the device to conduct some tests. While the device was off, the glycemic level returned to normal. The physician wanted to do further testing to determine if there was any relation with hypoglycemic levels and barostim. The patient was discharged on (B)(6) 2024 and was doing well.